Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had an issue. The device was not used in patient. Isi followed up with the initial reporter and obtained the following additional information: the instruments were already received.